Manufacturer narrative:
The patient had experienced the loss of a crown from tooth #3 approximately two (2) months after placement. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine and has fully recovered. The product was not returned; therefore, a physical test was performed on a retain sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that two (2) patients had experienced the loss of a crown after placement with maxcem elite yellow. This is the second of two (2) reports.